Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00801802202, femoral head +0x22mm dia, 63642895, 00801102028, allen plug hdpe/baso4 14c/28fl, 63637082, c05cc46, dual mobility ades cmntd 46mm, 096620160a, 05pe2246, d-mob ades insert 22.2mm sz46, 093360060a, 61971001, antibiotic simplex tobramycin (single pack), tex028, 3325040, depuy cmw 2 bone cement with gentamicin 40g fast set, 8486721. Report source, foreign - event occurred in the (B)(6).

Event description:
It was reported that patient underwent a hip revision due to femoral bone fracture approximately 5 months post implantation. Contributing factors of the fracture are unknown. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.